Manufacturer narrative:
Updated data: a4. A5a. A5b. B2. B3. B5. B7. G2. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failure was mixed bioprosthetic aortic valve dysfunction with severe aortic regurgitation (ar) and low flow, low gradient severe aortic stenosis. This was identified as a new occurrence or increase of at least two grades of central ar. Additionally, there was abnormal function of the valve with a peak velocity of 292.0 cm/s, mean gradient of 18 mmhg, aortic valve area of 1.0 cm2 by continuity equation, and a dimensionless index of 0.22. An accelerated time of 95-110 ms suggested stenosis with low flow. Moderate paravalvular leak was also identified. Subsequently, a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 10 months following the implant of a transcatheter aortic valve (tav), the valve failed due to an unknown reason. A computed tomography (CT) scan was performed with an accompanying request to review measurements for sizing for a tav-in-tav procedure.

Event description:
Additional information received indicated severe hemodynamic valve deterioration occurred prior to its revision.

Manufacturer narrative:
Updated data: b5 updated/corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.